Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal a tampon unraveled and elongated. She was not confident she was able to remove all tampon pieces. She has not experienced any unusual symptoms.